Event description:
It was reported that during the pre-use check, the customer noticed the circulation water in the tube was unable to be warmed up. No patient injury reported.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received did not present any damaged, kink, cut that could cause the failure mode reported. The sample was tested for leak and warming by introducing water in the product. No leak was observed in the unit received and tube was warming. By the physical evaluation of the unit, the complaint was not confirmed. No fault was found. No root cause was determined as the complaint was not confirmed. No corrective actions taken as complaint was not confirmed. A DHR review could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).